Event description:
The reporter stated the surgeon implanted an mjcl13.2 implantable collamer lens in 2006. The lens was removed approx 3 months later, due to excessive vaulting. The patient had iritis. A shorter lens was implanted. The patient is doing well.

Manufacturer narrative:
A visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed, and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, the work order search, and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.